Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. Later patient reported a right side capsular contracture baker grade iii and a different healthcare provider confirmed. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6., h.11. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. Later patient reported a right side capsular contracture baker grade iii and a different healthcare provider confirmed. Healthcare provider additionally reported "observations made during surgery" of "ruptured right breast implant". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. Later patient reported a right side capsular contracture baker grade iii and a different healthcare provider confirmed. Healthcare provider additionally reported "observations made during surgery" of "ruptured right breast implant". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a right side capsular contracture baker grade unknown. Additionally healthcare professional reported a capsular contracture baker iii. Device remains implanted.